Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 110031431, mini comp rev tray trial, lot # 64321587. Reported event was confirmed that the product has fractured at the threads per visual inspection and all the pieces were returned. The features of this fracture surface and mode align with those reported in summary of failure analysis of shoulder impactor threaded strike-plates. The failure mode for the shoulder impactors was a fastbrittle type tensile/bending overload failure of the strike plate¿s threaded section. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instruments broke while being used in surgery. There is no further information at this time.